Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report their event. Tac attempted a few trouble-shooting options with the customer, including reseating the cable between the cv/clv-190 and connecting the scope, then turning on the device. According to the initial reporter, the error message was not present following this option, and they were able to get an image. At this time the subject device is not scheduled for return, if additional information becomes available prior to the investigation conclusion, a follow up report will be provided.

Event description:
The customer reported that the evis exera iii video system center was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A b30 error occurs when the control signal between the video processor and the scope is unstable. Troubleshooting found the error occurred after the scope was changed; however, it did not happen when the cable between imager and light source was reconnected. Based on the results of the investigation, it is likely the control signal was not transferred properly because the cable between the devices was not securely connected. This caused the unstableness of the communication between the scope and the processor and, consequently, the phenomenon occurred. The instructions for use include the following statement which may prevent the event: "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor field performance for this device.